Manufacturer narrative:
Upon receipt by mentor, the device contained gel with cloudy appearance. Brown material was observed within the device. Brown material and gel were observed on the shell surface. Product evaluation's visual examination of the device revealed a rent measuring 3.5 cm on the posterior view. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown gel implant manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year old caucasian female patient underwent primary breast augmentation with unknown gel implants. Bilateral deflation was confirmed by ultrasound. As a result, the patient underwent bilateral removal and replacement with (left) mentor memorygel breast implant 375cc and (right) mentor memorygel breast implant 400cc gel breast prostheses on (B)(6) 2018.this medwatch form is for the right breast prosthesis.